Manufacturer narrative:
H3 other text : evaluated by third party.

Event description:
A recertified device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of patient harm or injury. During the evaluation of the device, the third-party service center visually inspected the device and has no visualization of foam particles. In addition to above findings, the power connector of the unit is corroded, the unit cannot be power on and the device was verified that the power source was not connected. The device was routed to scrap. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Corrections are the following: in adverse event tab. Corrected section b. Outcome attributed to ae from others to none. Corrected operator of the device-other . To service technician. In manufacturing information. Corrected report source to distributor. Component code grid . Corrected to c50115. B5: the manufacturer received information regarding a dreamstation auto. The device was returned to a third-party service center. During visual inspection of the device, corrosion was found on the power connector. In addition, the inspection found dust/dirt contamination. This report is being submitted for the corrosion found on the power connector during service. This report is being submitted for the corrosion found on the power connector during service. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient.

Manufacturer narrative:
The manufacturer received information in relation to a dreamstation CPAP pro unit. The device was returned to a third party service center. During visual inspection of the device, it was determined the power connector of the unit was corroded. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.